Event description:
It was reported that a patient came in for a normal follow up and the device was at eol. A rapid decrease in battery voltage was observed in a short time span. The device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.